Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11 the product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The lens diopter was not provided. It is unknown if the lens was in the qualified diopter range 6.0 to 25.0. It is unknown if a qualified handpiece and viscoelastic were used. The company cartridge complaint product was not returned for evaluation. No determination can be made without physical evaluation of the complaint sample. It is unknown if a qualified lens diopter, handpiece and viscoelastic were used. The instructions for use (IFU) instructs: the company delivery system is for implantation of qualified company foldable intraocular lens (iol). No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable intraocular lens (iol). Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery they have noticed that faint scratches on the optic of company lens, she stated that loaded all the lens very carefully and confirmed following everything except for not utilizing the company loading forceps and blue injector. Additional information has been requested.